Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred.the lesion was located in a proximal diagonal branch. The lesion was predilated with a 2.0 x 8mm quantum apex balloon. The 8mm x 2.25mm ion stent became damaged upon the second attempt to cross the lesion. A stent was not placed, and the procedure was ended. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4)